Event description:
In 2009, the reporter contacted lifescan (lfs) alleging that her mother's one touch ultra meter was reading inaccurately high compared to her mother's symptoms. The medical surveillance specialist (mss) spoke with the reporter on february 27, 2009 to obtain/verify the following info: on the day prior to original date around 6 pm, the pt obtained a "153 mg/dl" meter reading before dinner. This was reportedly a "typical" meter reading since the pt normally gets readings 100-150 mg/dl. Based on the meter reading, the pt took 4 units of humalog. The pt was not eating as much as she usually does because she was not feeling well but the reporter claimed that she ensured that her mother was eating enough to "cover" for the insulin she took. Later that night, the pt was given her usual lantus dosage at 9 pm before going to bed. Within 15-30 minutes, the pt woke up shaky, sweaty, feeling strange, and talking slowly. The reporter tested the pt's blood glucose levels and it was "244 mg/dl". As a result of the symptoms, the emergency medical services (ems) were contacted. Approximately 5 minutes after the "244 mg/dl" was obtained, the ems who then checked the pt's blood glucose levels. The ems meter read "26 mg/dl" and the pt was treated with IV glucose. The pt was not taken to the hospital. This complaint is being reported because the pt reportedly became hypoglycemic approximately 3 hours after taking 4 units based on a "153 mg/dl" meter result. In addition, the "244 mg/dl" did not correlate with the pt's symptoms and treatment. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.